Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint: (B)(4). Complaint: (B)(4).

Event description:
It was reported that a metal piece from the distal tip of the sheath had broken off and fallen into the patient. Doctor was able to retrieve the broken piece. Surgery took longer as they had to find the broken piece that had fallen in the patient. No negative impact in state of health reported.

Manufacturer narrative:
Correction is provided in section g2. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
Conclusion summary: the customer's complaint could not be verified. Although the shaft has been severely damaged over the years (damage to insulation, deformations, etc.), no missing "metal part" could be found. When tested with a sample plier insert, it locked without any problems. It can therefore be assumed that the metal part comes from another part of the instrument. The above conducted investigations did not reaveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. This event is filed under internal complaint ID_(B)(4).

Manufacturer narrative:
The affected device has been returned on 04/25/2025 and will be sent to manufacture for further evaluation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4) complaint (B)(4).